Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the coil and delivery wire were returned for evaluation. Visual inspection observed the coil to be stretched and broken in the interlocking arm section. Some blood was noted in the coil fibers. The delivery wire was inspected and a kink was noted near the interlocking arm. Microscopic inspection observed some blood in the zap tip shape and surface of the coil. No damage was noted on the zap tip shape and surface of the delivery wire. No damage was noted as well on the interlocking arm of the delivery wire. The interlocking arm of the coil was not inspected since the coil is broken in the interlocking arm section. The interlocking arm piece was not returned. Dimensional inspection of the delivery wire was noted to be within specification. Dimensions of the coil that could be measured were also noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the event indicated intermittent flushing was done and a 4f non bsc catheter was used. The dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ the most probable root cause is considered user related.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 17mar2017. It was reported that device difficulty inserting occurred. The target lesion was located in a moderately tortuous internal iliac artery. During procedure, upon insertion, the device was noted to be difficult to insert to a non-bsc catheter. The device was removed from the patient¿s body and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil was broken in the interlocking arm section.